Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced dilation of biliary duct system, cystic lesion, bilateral adnexal cysts, recurrence, adhesions, pubic bone pain from sutures and tacks, abdominal pain, gastritis, urinary incontinence, abdominal mass and bulging, burning sensation, uti, diverticulitis, and a folded or "kinked" mesh. Post-operative patient treatment included medical marijuana, antibiotics, and transversus abdominis plane block. Weight loss surgery was recommended. Patient claims that she has wanted to get the mesh taken out due to severe pain but she has had several surgeons tell her they refuse to operate.

Manufacturer narrative:
Additional information: a4, b5, b7, g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), additional code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced dilation of biliary duct system, cystic lesion, bilateral adnexal cysts, recurrence, adhesions, pubic bone pain, abdominal pain, gastritis, urinary incontinence, abdominal mass and bulging, burning sensation, uti, diverticulitis, and a folded or "kinked" mesh. Post-operative patient treatment included medical marijuana, antibiotics, CT-scan, x-rays, and transversus abdominis plane block. Weight loss surgery was recommended. Patient claims that she has wanted to get the mesh taken out due to severe pain but she has had several surgeons tell her they refuse to operate. Relevant tests/laboratory data, including dates (b7): (B)(6) 2013 : abdominal x-rays for abdominal pain showed no significant abnormality (B)(6) 2014 : abdominal/pelvic CT for abdominal pain revealed dilation of the common duct and intrahepatic ductal system with interval worsening compared with the prior exam. (B)(6) 2015 : CT of abdomen and pelvis for abdominal pain showed diverticulosis, persistent dilation of biliary duct system, cystic lesion in left pole of left kidney, and bilateral adnexal cysts. (B)(6) 2016 : abdominal x-rays for severe abdominal pain showed no evidence of small bowel obstruction or free air. (B)(6) 2016 : CT of abdomen/pelvis for severe right-sided pain showed diverticulosis, status post mesh repair in lower ventral abdominal wall without evidence of hernia recurrence (B)(6) 2018 : abdominal CT showed small hiatal hernia, duodenal diverticulitis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, pubic bone pain, abdominal pain, gastritis, urinary incontinence, abdominal mass and bulging, and a folded or "kinked" mesh. Post-operative patient treatment included medical marijuana, medication, CT-scan, and transversus abdominis plane block. Patient claims that she has wanted to get the mesh taken out due to severe pain but she has had several surgeons tell her they refuse to operate.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic recurrent incisional hernia repair. Revision surgery not scheduled, but recommended. The patient experienced recurrence, and chronic pain. Medical history: cervical cancer hysterectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient underwent a laparoscopic recurrent incisional hernia repair. The patient experienced recurrence, adhesions, pubic bone pain from sutures and tacks, abdominal pain, gastritis, urinary incontinence, abdominal mass and bulging, burning sensation, uti, diverticulitis, and a folded or "kinked" mesh. Revision surgery and weight loss surgery were recommended. Post-operative patient treatment included medical marijuana and antibiotics. Patient claims that she has wanted to get the mesh taken out due to severe pain but she has had several surgeons tell her they refuse to operate.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient underwent a laparoscopic recurrent incisional hernia repair. The patient experienced recurrence, adhesions, pubic bone pain from sutures and tacks, abdominal pain, urinary incontinence, bulging, burning sensation, diverticulitis, and a folded or "kinked" mesh. Revision surgery and weight loss surgery were recommended. Post-operative patient treatment included medical (B)(6) and antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient underwent a laparoscopic recurrent incisional hernia repair. The patient experienced recurrence, adhesions, pubic bone pain from sutures and tacks, abdominal pain, gastritis, urinary incontinence, abdominal mass and bulging, burning sensation, uti, diverticulitis, and a folded or "kinked" mesh. Revision surgery and weight loss surgery were recommended. Post-operative patient treatment included medical marijuana and antibiotics.